Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: syncope after successful implantation of atrioventricular synchronous leadless pacemaker caused by polymorphic ventricular tachycardia. Heart rhythm case reports 2020. 6:503¿506. Doi.org/10.1016/j.hrcr.2020.05.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding syncope after successful implantation of atrioventricular synchronous leadless implantable pulse generator (ipg). The article reports that post implant of the leadless ipg, a patient experienced a syncopal event with seizure-like movements for about twelve seconds correlating with an episode of polymorphic ventricular tachycardia. The tachycardia terminated spontaneously. It was noted that this was caused by atrial undersensing. The patient was given medications and their device was reprogrammed. The status/ disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.